Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1vafg serial# implanted: (B)(6) 2019 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A removal of the implanted device was reported. It was reported that the patient would be re-implanted once the infection had resolved. It was reported prior to the removal, the patient had experienced some sharp pains in the vaginal area while the device was turned on. The patient also had an infection at the site of the device implantation. It was noted that diagnostic/troubleshooting that was performed was that the impedance of the device had been checked and it was reported that no out of limit impedance values were known. The actions and interventions taken to resolve the issue were that the patient was had been on extensive antibiotics to help the issue resolve and that the patient also turned the device down, however there was no relief. When the manufacturer representative (rep) turned the device on, the device did not cause the patient pain and the device had been interrogated and the device lead and battery were working as they should. Surgical intervention occurred because the patient had an ongoing infection at the device site since initial operation to implant the device. It was noted the issue was resolved at the time of the report and the device had been received by the manufacturer company on 2019-apr-15 for analysis. There were no further complications reported.